Event description:
Related manufacturer reference number: 2017865-2021-33056. It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator (ICD) was found to have over incorrectly interpreted supraventricular tachycardia as true ventricular arrhythmia, resulting in inappropriate shock. The patient's right atrial (ra) lead was also found to have over-sensing of noise, resulting in inappropriate automatic mode switch. Programming changes were made for the ICD and no intervention was taken for the ra lead over-sensing. The patient was stable throughout and no additional symptoms were reported.